Event description:
It was reported that the generator could not be interrogated due to battery replacement and the patient was referred for a generator replacement. During the surgery a new generator was attached to the existing lead and high impedance was observed. The surgeon attempted to reinsert the lead pin several times however the high impedance did not resolve. The lead was not replaced and the patient left the operating room with the new generator implanted. The physicians suspected that fibrosis may be contributing to the high impedance reading, however this appears unlikely since the occurrence of fibrosis causing high impedance is rare. Based on the age of the lead it appears that a lead fracture may be causing the high impedance. X-rays were performed however they have not been reviewed by the manufacturer to date. The physicians intend to follow the patient and monitor the situation. The explanted generator was retained by the hospital and is not expected to be returned. No additional relevant information has been received to date.

Event description:
X-rays were received and reviewed by the manufacturer however it was noted that the images had been taken prior to the surgery. Therefore the lead pin insertion into the current generator could not be assessed. The review found no obvious lead fractures.